Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed during the functional test; the connector leaked during priming stage. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking and the patient connector during treatment. Rn stated the patient was administered prophylactic antibiotics as a precaution. Patient is doing okay and experienced no adverse effects.